Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose value.